Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient with a ~6-year-old implantable neurostimulator (ins) device had been off for over 6 months due to sudden battery depletion. A replacement surgery was postponed due to the patient's bmi. However, after two weeks of sunbed use, the therapy unexpectedly resumed. The patient successfully interrogated the ins using the patient programmer, which connected without issues. This was unexpected behavior. Recommend contacting the clinician to interrogate the ins and share the interrogation report for further review.